Event description:
A caller reported encountering cgm error 42 with their #g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions to reset the pump, and the caller successfully completed the sensor session without the error code reappearing.